Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, moisture damage was found on the keypad traces. The insulin pump had a slight rattle due to normal motor sleeve fitment.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 295 mg/dl. Prior to the event, the customer was caught in a thunderstorm. The insulin pump got wet, and the buttons stopped responding. The customer also stated that he can hear water inside the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.